Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes underfilled. The following information was provided by the initial reporter: " it was reported that blood was no longer flowing in the tubes. "

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes. Returned to manufacturer on: 2021-11-10. H6: investigation summary: bd received 2 samples for investigation. The samples were evaluated by draw testing and the indicated failure mode for underfill with the incident lot was not observed. Additionally, 10 retention samples from bd inventory were evaluated by draw testing and no issues were observed relating to underfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 7.2mg blood collection tubes underfilled. The following information was provided by the initial reporter: it was reported that blood was no longer flowing in the tubes.